Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a problem filing the reservoir. This had also happened at two previous refills. The MFR representative tried to hold negative pressure, but that was unsuccessful. The amount of medication removed from the pump was in the expected range in comparison to the calculated amount. The pt reported that he went scuba diving before his (B)(6) appointment and may have dove approx 66 ft. There were no pt symptoms, the pt was receiving effective therapy. The drug used in the pump at the time of the event was baclofen.